Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and replaced the peltier to resolve the issue. In addition, the fse cleaned the reticulocyte mix chamber, adjusted the phase and gain, defragmented the cd drive, and replaced the flowcell with sample line, bcsn preamp, and reticulocyte sample line. (B)(4).

Event description:
The customer reported a unicel dxh 800 coulter cellular analysis system had an ongoing issue with latron recovering high and out of specification on volume and conductivity channels. There were no erroneous results reported out of the laboratory and there was no impact to patient treatment in connection with this event.